Manufacturer narrative:
Continuation of d10: product ID: 306001, lot#: unknown serial#, implanted: on (B)(6) 2025, product type: screening device, product ID: 306001, lot#: unknown serial#, implanted: on (B)(6) 2025, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot#: unknown, product ID: 306001, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began on (B)(6) 2025. It was reported that the wires were coming out or hanging. Troubleshooting was performed and they advised the patient to place a tape over it to secure the wires in place. The cause was not known. It was unknown if the issue was resolved. The patient reported that the white leads come out whenever they go to the bathroom. They advised them to secure them with tape in the meantime and to contact their doctor for further assistance.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: (B)(6) 2025 explanted: product type screening device product ID 306001 lot# unknown serial# implanted: (B)(6) 2025 explanted: product type screening device product ID neu_unknown_ext lot# unknown serial# implanted: explanted: product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). When the hcp was asked to provide the steps taken to resolve the issue, the hcp stated that this was the white wire the patient saw not the grey leads. The trial was successful with no issues. The hcp confirmed that the issue was resolved.